Event description:
Customer complaint - limited data available. Customer stated that the device overheated and burned them.

Event description:
Customer complaint: limited data available. Stated device overheated and burnt her.